Manufacturer narrative:
Article citation: walker, jennifer n., et al. ¿insights into the microbiome of breast implants and periprosthetic tissue in breast implant-associated anaplastic large cell lymphoma.¿ scientific reports, vol. 9, no. 1, 2019, doi:10.1038/s41598-019-46535-8. The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to ""effusion" and "bia-alcl" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Journal article "insights into the microbiome of breast implants and periprosthetic tissue in breast implant-associated anaplastic large cell lymphoma" reported 7 patients with "effusion" and "bia-alcl." No pathological markers were provided. Manufacturer of the device is unknown. Devices have been explanted.